Event description:
Of the 5 ventilators noted, only 2 of the ventilators were noted to have skipped cycles, manometer fluctuations, and unusual noises. As a result, the user returned all 5 of their ventilators to sechrist for evaluation. As there was no patient compromise/injury, specific patient information was not provided by the hospital. The 5 units were manufactured between 1984 and 1990. None of the units had ever been returned to sechrist for routine overhaul. All were maintained by a third party biomedical engineering firm.